Event description:
It was reported that 3-4 bd® hd check systems experienced leakage. The following information was provided by the initial reporter: we had a product issue with 3-4 different testing kits with hd check. They had all leaked out most, if not all, of the liquid for the test dropper.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 14499. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, photographs were provided to aid in our investigation. Our engineers were able to observe a less than expected quantity of solution in the two imaged vials, and noted that the yellow drip caps were higher than expected, which may be related to the root cause. This nonconformance has been confirmed. Unfortunately without the ability to review the physical samples the root cause could not be confirmed at this time.

Event description:
It was reported that 3-4 bd® hd check systems experienced leakage. The following information was provided by the initial reporter: we had a product issue with 3-4 different testing kits with hd check. They had all leaked out most, if not all, of the liquid for the test dropper.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.